Event description:
Surgical staff saw the electrode was missing a large piece of ceramic. The ceramic was floating in the knee. The surgeon retrieved it and removed the electrode without incident to the pt.